Manufacturer narrative:
Complaint investigation concludes the event is unlikely related to the fmc device. The optiflux 180nre dialyzer was not returned therefore no device investigation could be conducted. A device history record was extracted and device met requirements. This is a retrospective MDR being submitted by fresenius medical care aas a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.

Event description:
This pt is an (B)(6) yr old male, weighing (B)(6) kg with a history of hypertension and coronary artery disease who receives his dialysis treatment at the dialysis facility and is overseen at the hosp. A suspected dialyzer reaction was reported to us on (B)(6) 2011, regarding an event which occurred on (B)(6) 2011. Approximately 9 mins into treatment, the pt experienced a loss of consciousness with a new onset of seizure activity lasting for a 5 min period. Dialysis treatment was stopped and a 20cc bolus of normal saline was administered. An improvement was noted in the loss of consciousness, however, the pt was transported to the hospital and admitted with a diagnosis of increased heart rate and loss of consciousness.